Manufacturer narrative:
Lot 17e032 was manufactured may 15, 2017 - may 16, 2017. The device was received for evaluation. The unit was returned to the plant containing no fluid in the bladder because the luer was not closed and allowed the fluid to empty in the bag that contained the unit. A visual inspection was performed with the naked eye which noted no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the unit was performed with dextrose solution. The flow rates were found to be within the product specification range. Evidence of continuous flow was observed during the functional flow rate test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(6). The device was manufactured may 15, 2017 - may 16, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This occurred during testing (not further specified). The device had been filled with fluorouracil. There was no patient involvement. No additional information is available.